Manufacturer narrative:
Additional information.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one stapler and one single use loading unit both opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned devices. The instrument was received engaged with the loading unit. Visual inspection of the cartridge revealed that the loading unit was partially fired to just past the 2cm cut line. The loading unit was unloaded from the instrument without difficult. Engineering evaluated the loading unit and confirmed the presence of staple strikes on both the left and the right side of the anvil. The presence of these staple strikes is indicative of the cartridge assembly having been loaded with a full complement of staples. Functionally, the instrument was loaded with an single use loading unit. During testing of the instrument a skip was noted in the firing stroke after closure of the loading unit jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the anterior firing rack. During functional testing, the loading unit was loaded into a post market vigilance instrument. The interlock was overridden and the loading unit was applied to test media, and found to function properly. All remaining staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again. During this investigation, a secondary condition was identified as follows; there were sheared teeth observed on the instrument firing rack. A review of the instrument device history records indicates this device lot number was released meeting all quality release specifications at the time of manufacture. A review of the reload device history records could not be performed because the lot numbers were not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a hepatobiliary procedure, the stapler did not fire correctly. It did not place the staples, only the knife blade in the reload fired. Resulted in cutting without stapling. Bleeding occurred in ongoing liver surgery. The issue was corrected with sutures and hemostatic products. The patient is doing alright and no permanent damage was done. No reinforcement material was used in conjunction with the stapling device.